Event description:
The reporter contacted animas on (B)(6) 2012, stating the keypad buttons were intermittently unresponsive and the audio bolus button was unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. A protective skin was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation, the ok button was found to be intermittently responsive and the down button was unresponsive. The keypad was removed and contamination was found under all key contacts. The keypad was peeling along the bottom and the down key contact was found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.